Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), as a known patient effect of coronary stenting procedures. Additionally, the IFU states: the device is indicated for use in the treatment of free perforations into the pericardium. The deviation does not appear to have caused or contributed to the event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other 4.0 x 19 mm graftmaster stent referenced is filed under a separate medwatch report.

Event description:
It was reported that a bleeding dissection and vessel tear occurred in the calcified right renal artery. Two 4.0 x 19 mm graftmaster stents were implanted, without issue; however, residual stenosis was 100% with no vessel flow. The patient experienced some back pain. No additional intervention was performed. The patient was admitted to the hospital blood pressure, hemoglobin and hematocrit monitoring. No additional information was provided.

Manufacturer narrative:
(B)(4).